Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted on (B)(6) 2009; 419488 lead, implanted on (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant of the right atrial (ra) lead the patient experienced left pneumothorax with left sided flank pain and sharp back pain. Intervention was carried out and the ra lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.